Event description:
No additional event information available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). UDI# - (B)(4). On 28 february 2019, it was reported from (B)(6) that the blue clamp is getting loose and the extention is getting loose too. On 10 april 2019, a returned product investigation was performed on the 00515047601. The physical evaluation revealed that the device had a gap in the handpiece seam and the tip lock was not properly retained. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515047501 tip lock had detached from the gun, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The device history record (DHR) for 00515047601 lot number 30296156, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
During use the blue clamp is getting loose and the extension is getting loose too. There was a delay of 31 minutes. The surgeon and the team had to change clothes and clean the surgery-field due to sterility. No additional adverse events were reported.